Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too small and causing a skin irritation or breakdown. The patient reported marks on their skin that appear as burn marks under the front electrode. The patient reported the skin was open and the electrode was rubbing against the skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor requested a representative remeasure the patient. The patient was remeasured the patient and provided larger garments. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment was too small and causing a skin irritation or breakdown. The patient reported marks on their skin that appear as burn marks under the front electrode. The patient reported the skin was open and the electrode was rubbing against the skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor requested a representative remeasure the patient. The patient was remeasured the patient and provided larger garments. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.